Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient was experiencing elevated blood glucose (bg) values in the range of 10 to 20mmol/l with dehydration, headaches and feeling tired. The patient was treated with an extra bolus via the pump. It was noted that the reporter was unsure if the patient was bolusing like he should. The patient and the pump were reportedly unavailable at the time of troubleshooting. The reporter stated that she will get assistance with the pump from the health care provider (hcp) and declined troubleshooting the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy. Additionally, it is not clear as to whether or not the pump caused or contributed to the reported event.